Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros tsh result was obtained for a single patient sample when tested on a vitros 3600 immunodiagnostic system. The most likely cause of the event is an instrument issue. Condition codes in relation to an issue with the final well wash station were posted and the customer identified contamination in the purge station reservoirs, the microwell incubator and the well line. All areas were cleaned and an ortho fe replaced the waste cap, the well line and the signal reagent tips. Post-service precision testing on the instrument was within acceptable guidelines. Additionally, pre-analytical sample processing could not be ruled out as a contributing factor as it was determined that the customer was not following the sample collection device manufacture¿s recommendation for sample centrifugation. Improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A vitros tsh lot 5990 reagent issue is an unlikely cause of the event, as historical quality control results were within acceptable guidelines. Additionally, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tsh reagent lot 5990.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report a discordant, higher than expected vitros tsh result obtained from a single patient sample when tested on a vitros 3600 immunodiagnostic system. The result was discordant when compared to another vitros tsh result for the same patient sample obtained on a different vitros instrument. Vitros tsh result of 8.78 miu/l versus the expected result of 2.08 miu/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The discordant, higher than expected vitros tsh result was not reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).